Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that during an interventional procedure, the physician had a cypher 3.0 x 28 mm stent in place for a planned kissing balloon/stent technique. While attempting to place a cypher 3.0 x 13 mm stent, the stent dislodged off of the stent delivery system (sds) balloon in the touhy-borst alive. The intended target lesion was a non-calcified diagonal branch. The dislodged stent was removed successfully from the patient using a pilot guidewire. The cxs 3.0 x 28 mm stent was also removed from the patient without deploying the stent. There was no reported product malfunction or adverse event (ae) associated with the cypher 3.0 x 28 mm stent. There was no reported patient injury. No additional information was available in regards to patient information or treatment of the patient after the reported product problem.